Event description:
An access instrument was generating discordant accu tni results. The pt's initial accu tni result was 34.10 ng/ml. The customer re-poured the sample and reran the sample for accu tni. The repeated accu tni result was > 100 ng/ml. The customer retested the sample and the accu tni result was 25 ng/ml. Later on that day, after a new shift arrived, the pt sample was retested for accu tni. The repeated accu tni result was 0.03 ng/ml. No discordant results were reported out of the lab. There was no change to the pt treatmetn that can be attributed to this event.